Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory found a shorted lead fault (fault code 1004) was recorded on april 2, 2016 . An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. The reported noisy signals were determined to be the result of the shorted lead. Analysis determined the damage to the device was induced as the result of shocking into a shorted lead.

Event description:
Boston scientific received information that this patient presented to the emergency room following receipt of a shock. Upon interrogation it was found this implantable cardioverter defibrillator (ICD) had recorded a code 1004 indicative of a shorted shock lead condition. It was noted that the competitor lead exhibited low out-of-range shock and pace impedance measurements in addition to noise. The patient was hospitalized and transferred to a different facility for further evaluation. A revision procedure was later performed after lead damage was confirmed via x-ray. Additionally, during the revision procedure the low out-of-range measurements were also observed via pacing system analyzer (psa). The reported shock delivered to the patient was also confirmed inappropriate. The device was explanted and replaced along with a new rv lead implanted. No adverse patient effects were reported.